Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to over 250 mg/dl. In addition, the patient reports receiving a pod hazard alarm while wearing the pod.

Manufacturer narrative:
The returned device was evaluated and the inspection of the device found corrosion on several internal components, including the pcb assembly, all three batteries, mechanism rails, catch beam, formed needle, and pod chassis. Initial attempts to download the data from the pod were unsuccessful as all three battery voltages were measured to be lower than expected. The device was connected to an external power source; however, the pod data could not be retrieved due to the corrosion on the pcb assembly. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device, internal corrosion, low battery voltages, and data loss. It could not be determined if the internal leak contributed to the reported communication error. The cause of the reported communication error could not be determined.